Event description:
The hcp reported the pt developed erosion of the ipg pocket. Cultures were obtained, results of which are unk. The pt was treated with IV and oral antibiotics and the device was explanted. The infection was reported as resolved.